Manufacturer narrative:
Unit passed the functional testing, including the seat, rewind, basic occlusion test and occlusion test. Unit primed properly; however, unit had corroded motor home switch.

Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Advised customer to return pump. Customer declined to troubleshoot.